Event description:
Pt presented with massive neck swelling after noe reconstruction with rapid resorbable plate and screws. A CT scan revealed adenoidal adenopathy.

Manufacturer narrative:
Synthes is unable to determine expiration date without a lot number. Device remains in pt. Synthes is unable to determine the mfg date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.